Event description:
About 14 years after the 25 mm sjm mechanical valve was implanted the leaflet was found to be restricted. It was explanted and a 25 mm biocor valve (model b100-25m, (B)(4)) was implanted.